Manufacturer narrative:
Upon physical inspection the set was observed to have a slight bulge, discoloration, and weakness in the silicone segment just below the upper fitment. Functional testing was performed with the set installed in a test module with a 75 ml infusion over one hour. No occlusion or other alarms occurred, and no ballooning was observed when the module door was opened. An IV push using the distal smartsite and occluding the tubing above the injection port, and then again by not occluding the tubing, was performed; no bulge/balloon was observed in either case when the device door was opened. No leaks were observed during gravity testing, and no issues were noted during pressure testing at 30 psi. Root cause of the customer's report of a ballooned pump segment was not determined.

Event description:
The customer reported that after giving IV medications the pump channel produced a high pitch alarm and displayed an unspecified channel error. The alarm would not shut off and the channel would not power down so clinician removed channel from pcu. When preparing to move the infusion to another channel the clinician noted a "bubble area" in the silicone section of the tubing. There was no report of patient harm.